Event description:
Gravity feed bag leaking from connection point between bag and tubing (appears to have tiny cracks in the plastic tip). Bag was used to provide nutrition via enteral feeding of fortified expressed breast.

Manufacturer narrative:
According to the customer, the "gravity feed bag leaking from connection point between bag and tubing (appears to have tiny cracks in the plastic tip.)" Per the customer, "bag was used to provide nutrition via enteral feeding of fortified expressed breast [milk]." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: d4, g1, g2, g6, h2.

Manufacturer narrative:
Update to d9: is this device available for evaluation. Update to h3: device evaluated by manufacturer. Update to h6: type of investigation (b). Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).